Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 105 units. Additionally, the customer reported that the insulin was cold to touch and was not out of the fridge for long prior to filling the cartridge. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.